Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the trilogy evo, USA device at the third-party service center, a ventilator inoperative machine flow sensor error was confirmed. An evt_mach_flow_drift_high error indicating that the machine flow sensor drift above the specification was recorded in the device's event log. There is no documentation of what component would be necessary to repair the device. The device was not repaired, and it is documented that the device has been crushed and disposed of.